Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/1/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that it was received one open box with nine unopened samples that pertain to the product code jj41g. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during evaluation. A functional test was performed using equipment and the pull force result was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Events reported via: 2210968-2022-07926, 2210968-2022-07927, 2210968-2022-07928, 2210968-2022-07929.

Event description:
It was reported that a patient underwent an abdominal hysterectomy procedure on (B)(6)2022 and suture was used. During the procedure, the needles were popping off prematurely. This happened four times in the case. A different pack with different lot was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported via: 2210968-2022-07926, 2210968-2022-07927, 2210968-2022-07929.